Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial #: (B)(4), ubd: 11-sep-2020, UDI#: (B)(4). Product analysis: the products were discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with low ejection fraction and right and left ventricular dysfunction, the device was advanced and deployed to 20%. At 20% deployment, rapid pacing was initiated and deployment continued to 80%. The blood pressure dropped during annular contact but did not recover after pacing halted. Anesthesia implemented multiple drugs but blood pressure was not responding. Per the physician, the hypotension was a result of the right ventricle being unable to handle pacing. The valve was slightly deep. It was determined that the valve was unable to recaptured and re-deployed due to the patient's instability, therefore the decision was made to recapture and remove the valve. The patient was placed on cardio-pulmonary bypass to stabilize and a trans-thoracic echocardiogram was performed. The physician decided to load a second valve. The second valve was advanced and deployed, with the position slightly deep. The patient was placed on extracorporeal membrane oxygenation (ECMO) due to low ejection fraction and to let the heart rest. 24 hours later, ECMO was discontinued. No additional adverse patient effects were reported.